Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. Functional keypad testing was performed and the "0" button on the keypad was intermittently working upon pressing. Further inspection identified damaged on the "0" button. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was related to a defective keypad. The front door cover assembly would be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the zero button on a novum iq large volume pump was not working. This was found upon device power up. There was no patient involvement. No additional information is available.